Event description:
During the patient's procedure a raytec was found to have a loose radiopaque [invalid] that had come away from the raytec and into the patients wound. No harm to patient. Medline lot: 25bbd981. Exp: 08-31-2027.